Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported bent condition of the needle. However, the investigation could not identify a root cause for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that needle did not lock into safety position when disconnected from patient. The needle pulled out past the safety stop and caused an accidental needle poke. There was no medical intervention required. There was a patient involvement and there no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.